Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that there was a delay in the case due to not being able to get the clamp to function properly. Another clamp was used without any issues. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "the attune patella clamp spring mechanism is not functioning properly and the clamp cannot be locked in the closed position where it applies pressure to the implant on the bone. It will also get stuck and not able to be fully open position." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation did not revealed the reported jammed/seized and will not lock/unlock condition for attune patella drill clamp. Review of provided photo shows that patella clamp however the reported jammed/seized and will not lock/unlock condition cannot be confirmed and cause cannot be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the attune patella drill clamp would not contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Event description:
The attune patella clamp spring mechanism is not functioning properly and the clamp cannot be locked in the closed position where it applies pressure to the implant on the bone. It will also get stuck and not able to be fully open position.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. B3: date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.